Event description:
The customer reported that the 00509120100, 1 x 5mm sidecutting bur, medium, straight was being used during a wisdom teeth extraction on 13dec23 when it was reported ¿2 burs in 2 separate cases broke during wisdom teeth extraction. Tip was retrieved in both cases. Surgeon suspects bur is too small for this procedure. No longer want to use this size so has asked if we can swap out remaining burs for the larger size up. No patient injury.¿. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The complaint was not confirmed, due to the suspect device not being returned for the evaluation. Customer returned for the evaluation of a new device, never used in the surgery. Products were returned with the primary packaging intact. No seals had been breached. Examination of returned new bur, item (B)(4) found no issue with returned bur. No fault found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not operate the drills without the appropriate bur guard and the collet locked. Always use a bur of the proper length. The tip of the bur guard should cover the safe line on the bur, if applicable. Without the stabilization that the proper guard provides, the bur can break and be propelled with great force. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 00509120100, 1 x 5mm sidecutting bur, medium, straight was being used during a wisdom teeth extraction on (B)(6) 2023 when it was reported ¿2 burs in 2 separate cases broke during wisdom teeth extraction. Tip was retrieved in both cases. Surgeon suspects bur is too small for this procedure. No longer want to use this size so has asked if we can swap out remaining burs for the larger size up. No patient injury.¿. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.